Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) one tapered screw-vent implant with mp-1 ha dual transition selective surface (tsv4h10) and mount were returned for investigation. Visual inspection of the as returned products identified a that they were in good condition. The vial was opened and mount was already attached to the implant. Functional testing was performed to disengage and engage the mount and implant and the results were successful. Measurements were taken and through dimensional analysis and comparison to production drawing the products were determined to be within design specifications. X-ray or picture images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the mount disengaged from implant before placement. The products were returned. However, the reported complaint could not be verified since the condition of their condition as received was not verifiable. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the implant disengaged from the mount and fell to the floor. Another implant was used to complete the surgery.